Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. The customer was treated via syringe adn 9 hours latter was released when blood glucose was stable. After the troubleshooting was done, customer declined to perform the high pressure test. Customer was advised to change entire set, reservoir and insulin and treat. The customer also reported via phone call indicating they had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot.